Event description:
Procedure type: gastric bypass. According to the reporter: after firing the device could not be removed as it has not cut the tissue completely. The anastomosis was removed and a new instrument was used to complete the procedure.

Manufacturer narrative:
Initial report sent: 04/02/2009.